Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a patient fall, the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited a decrease in r wave amplitude and an increased sensing integrity counter (sic). The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.